Manufacturer narrative:
The complete lead was returned in one piece measuring 52.5 cm with the helix retracted and clogged with blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The lead lead was otherwise normal.

Manufacturer narrative:
Correction - g4 missing in previous supplemental report (date in g4 field should have been oct 14, 2020).

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic. Interrogation of the device revealed that there was right atrial lead loss of capture and sensing. Additionally, during atrial pacing there was phrenic nerve stimulation noted. Lead dislodgement was confirmed by x-ray. The device was reprogrammed to address the issues, and lead revision was discussed but did not occur. The patient appeared to be in stable condition.

Event description:
Additional information: the lead was explanted and replaced to address the dislodgement.